Manufacturer narrative:
Device was used for treatment, not diagnosis. No patient information reported. This report is for one unknown femoral nail/unknown lot number. Implanted sometime in (B)(6) 2010. Device explanted, sometime in 2015. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a tfn in (B)(6) 2010. Patient had the femoral nail explanted, sometime in 2015, due to pain. No additional information was available. This report is 1 of 1 for (B)(4).